Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the hst iii system (3.8mm) used an endoscopic vein harvesting procedure was set up and pulled out for use, but the proximal seal at the tip had come undone. The seal made contact with the patient's aorta. The white plunger was pressed. A new device was brought out and the operation was completed without any problems, and the problem to the patient.

Manufacturer narrative:
Tw# (B)(4).

Event description:
The hospital reported that the hst iii system (3.8mm) used an endoscopic vein harvesting procedure was set up before treatment and pulled out for use, but the proximal seal at the tip had come undone. It was noticed at stage of 4. The seal made contact with the patient's aorta. The white plunger was pressed. A new device was brought out and the operation was completed without any problems, and the problem to the patient.

Event description:
The hospital reported that the hst iii system (4.3mm) used for an endoscopic vein harvesting procedure was set up before treatment and pulled out for use, but the proximal seal at the tip had come undone. It was noticed at stage of 4. The seal made contact with the patient's aorta. The white plunger was pressed. A new device was brought out and the operation was completed without any problems, and the problem to the patient.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, d4, g4, g7, h2, h3, h4, h6, h10 ,h11. Corrected section: d1-brand name- corrected to hsk-3043, d4, unique identifier (UDI) #- corrected, b5- summary corrected, d4-version or model # corrected to hsk-3043. The device was returned to the factory for evaluation on 01/19/2023. An investigation was conducted on 02/08/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the delivery device. The blue slide lock was observed to be on and the white plunger was not depressed. The seal and tension spring assembly were observed to be inside the delivery device. The seal was observed to be slightly unraveled at the outer edge. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.22 inches (rm2036883). The length of the delivery tube was measured at 2.52 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "unraveled material" was confirmed. The lot # 3000241173 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.